Event description:
It was reported that the top jaw of the suture passer has snapped off. No patient injury was reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no manufacturing abnormalities on the device. The first pass suture passer was returned without a loaded needle and with an open bracket. No visual damages could be observed on the bracket at distal end; the bracket could be closed/opened as intended. No manufacturing anomalies could be identified on the returned instrument. During the functional evaluation a ultratape (cobraid blue), 38¿ and a magnum wire suture were loaded into a tissue dome foam model (p/n om-3003) and performed as intended. The upper jaw of the suture remained unchanged during the tests. No malfunction could be identified during the tests. The complaint was not verified and the root cause could not be determined with certainty. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.